Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was taken to the hospital after experiencing a coma from low blood glucose levels. The reported blood glucose reading was 32 mg/dl. The customer stated that her doctor has made changes to her settings, but continues to experience low blood glucose levels. The customer stated that she had given herself a correction bolus prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer stated that the insulin pump was exposed to a body scanner at an airport recently. Advised the customer that the insulin pump was working properly, and to monitor and call back as needed. Nothing further was reported.